Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis was cefazolin administered intraperitoneally (ip) for 3 weeks (dosage and frequency not reported). The patient had recovered from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Date of event: the date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013. Additional device info: catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13d16086, h13f05068, h13f25025, h13h12045, h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).